Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly was confirmed in the laboratory via stored device data. A full evaluation of the device functionality was performed and the device tested normal in the laboratory. It is believed that the lead shorted and triggered the alert.

Event description:
It was reported that at device change out, and alert was received for possible high voltage lead issue. Device delivered therapy prior to message. Low impedance was found at time of delivery. Lead anomaly suspected. Lead was capped and replaced. Device was not implanted.